Event description:
The customer reported the power plug plastic inner shell in the area of the brass power contact is hazy, clouded and discolored. Possibly due to heat or resistance. The other c-arm hardware is broken and missing. Also noted was a bad x-ray indicator lamp lens, broken workstation cable pusher, and missing generator cover lower rail. The power plug shell condition could possibly contribute to the degradation of the pt's condition, if it fails or ignites during a procedure. No pt injuries were reported.

Manufacturer narrative:
The ge service rep verified and reproduced the problem. The power plug plastic inner shell in the area of the brass power contact is hazy, clouded and discolored. Possibly due to hear or resistance. Other c-arm hardware is broken and missing. The rep replaced a bad electrical power plug connector. Continuity checks good less than 0.5 ohms. He replaced the missing hardware, cover rail, x-ray lamp indicator lamp and steering coupling. He replaced the broken workstation cable pushers. System checks good.